Event description:
It was reported that on (B)(6) 2019 the patient underwent the repair of a recurrent abdominal incisional ventral hernia repair. The patient has had this hernia repaired multiple times before. There were multiple defects 1-3 cm and a bard phasix mesh was used for the repair. The contact reports that the mesh was fixated "somewhat inside the edge." The contact reports that 6 months post implant the lateral edge curved up and is sitting just below the dermis, and is visible through the skin and sticks out and is palpable as a hard linear mass. It is reported that the mesh has been placed for 6 months and is showing no signs of softening up. Currently, there is no intended intervention planned at this time. Addendum: the following was reported in follow up with the contact. As reported the mesh never softened up and continued to bother the patient. On (B)(6) 2020 under local anesthesia the patient underwent a revision procedure. During this procedure a 3cm x 1cm piece of the mesh was removed from the left lateral space. There is still a piece of palpable mesh approximately 1cm that has never softened up on the superior border of the hernia repair, but it does not bother the patient. The hernia repair has stayed strong without any other problems.

Manufacturer narrative:
Based on the information provided, it is unclear what may be causing the reported condition of the mesh post implant. As reported this hernia has been repaired multiple times and the mesh was fixated "somewhat inside the edge." The mesh has been implanted for a little over 6 months. Per the instructions-for-use absorption of the mesh material will be essentially complete within 12 to 18 months. As reported no additional intervention is planned at this time. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. The cause cannot be determined. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document additional information provided. As reported a portion of the mesh was explanted and there was noted "folded hernia mesh without signs of degradation." The mesh sample was not returned for evaluation. Based on the additional information provided, there are no changes to the initial report, no conclusion can be made. A review of the manufacturing records cannot be performed as the lot number has not been provided. As reported a portion of the mesh was removed during a surgical procedure as such we have identified (B)(6) 2020 as the event and explant date. Should additional information be provided, a supplemental emdr will be submitted. Updated fields: b3, b4, b5, b6, d7, g1, g2, g4, g7, h2, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Based on the information provided, it is unclear what may be causing the reported condition of the mesh post implant. As reported this hernia has been repaired multiple times and the mesh was fixated "somewhat inside the edge." The mesh has been implanted for a little over 6 months. Per the instructions-for-use absorption of the mesh material will be essentially complete within 12 to 18 months. As reported no additional intervention is planned at this time. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. The cause cannot be determined. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient underwent the repair of a recurrent abdominal incisional ventral hernia repair. The patient has had this hernia repaired multiple times before. There were multiple defects 1-3 cm and a bard phasix mesh was used for the repair. The contact reports that the mesh was fixated "somewhat inside the edge." The contact reports that 6 months post implant the lateral edge curved up and is sitting just below the dermis, and is visible through the skin and sticks out and is palpable as a hard linear mass. It is reported that the mesh has been placed for 6 months and is showing no signs of softening up. Currently, there is no intended intervention planned at this time.